Event description:
A customer contacted beckman coulter (bec) reporting that while performing maintenance on the unicel dxc 800 synchron chemistry analyzer, it was observed that the reagent syringe was no longer connected to the reagent valve. The customer indicated that they discontinued using the instrument when the instrument generated "chemistry cartridge (cc) cuvette not dry before first reagent dispense" error messages and reagent probe pipetting error. A bec field service engineer (fse) was dispatched to evaluate the instrument and confirmed that the reagent syringe barrel had come loose from the luer fitting causing a leak. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
The bec fse replaced the reagent syringe which resolved the issue. Service activity was verified. (B)(4).